Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. When we inflated the common carotid balloon, the balloon inflated on only one side of the tube. When we tried to deflate the balloon by pulling a vacuum with the syringe, the balloon failed to deflate. We observed that the balloon inflated non concentrically. As a result, during deflation, the balloon covered the inflation holes preventing the liquid from passing through the holes. The other balloon inflated and deflated properly. We do conduct 100% inspection on each device and test them for balloon functionality. Each of the common carotid balloons is inflated with 1.5 ml of air using a syringe and the internal carotid balloons with 1.0 ml of air and then deflated. Any balloon that does not deflate within 5 seconds is rejected. It is possible that during manufacturing, the balloon was poorly assembled which led to non-concentric inflation of the balloon. Multiple inflation or over-inflation of the balloon at the hospital could have also contributed to this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. This is the only complaint we have received for f3-s shunt line related to this issue since we start selling this product from 2015. We therefore believe it is an isolated incident. Based on this report, we have made our manufacturing operators aware of this incident. We believe this awareness will act to minimize this issue.

Event description:
During carotid endarterectomy procedure, common carotid procedure failed to deflate.